Event description:
It was reported to philips that there was a issue in the system's image storage, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.